Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a leak in a large volume infusor which resulted in a leak of a chemotherapeutic agent onto the patient¿s skin. It was reported that during an infusion of 5fu (fluorouracil) for an unspecified indication, a patient noticed their clothes were damp and white crystals were noted on the patient¿s abdomen. The cause of the leak and the volume of the leak was not reported. The patient called the cancer center to report the leak and the patient received instructions to clean their skin by using the materials in the spill kit (not further specified), and to come to the unit for assessment. The patient was seen on the unit and it was noted that 5fu was leaking from ¿the location where the 5fu pump¿s white part meets the needless adaptor.¿ the port was checked for blood return, ¿it flushed well and there was good blood return.¿ the amount of 5fu which remained looked to be where it should be after a 24 hours infusion. Upon examination, the patient¿s skin looked good with no redness or ¿excoriation.¿ the cap (unspecified) was changed and the pump was reconnected; no leaks were noted by the patient afterward. No additional information is available.